Event description:
The user facility reported the pump was accidentally started while outside of the patient. Another device was subsequently used for patient support. There was no harm to the patient.

Manufacturer narrative:
The investigation into the reported issue has been completed. The used pump was returned for investigation. As per clinical investigation, the staff accidentally started the 5.5 pump and turned onto p4 while outside of the body. It was running underneath blue towels when the field rep entered the room. The root cause of the case start issue was a premature pump start-up. This report is being filed as part of a retrospective review of historical records.